Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿IFU states the detection method in gif-1tq160 operation manual chapter 3 preparation and inspection. IFU states the detection method in gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures¿ based on the results of the investigation and the lack of the returned device, the specific foreign material is likely the customer-reported adhesive. However, because that material could not be confirmed, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had a solid residual of medical glue (glubran) in the operational channel. The issue occurred during an unspecified event. There were no reports of patient harm.